Event description:
(B)(4). Up until my doctor talked me into going with the essure procedure, I was pretty healthy. Maybe a cold once a year if that. My doctor was concerned that I was not on any birth control and in a long term relationship of 6 years, but did not want to have any more kids. I was (B)(6) with a 17-year-(B)(6) son. This is when she sold me on how wonderful and symptom-free due to zero hormones the essure implants were. I had the procedure on (B)(6) 2010. My doctor put me under anesthesia as she finds it easier for placement and causes little to no discomfort. Right before they knocked me out, I started to cry that's when my doctor told me that although they are considered permanent, she has removed a few and those women have gone on to have children. I didn't use any other type of birth control for the following 3 months as recommended, my boyfriend was out of town for 6 months, so I saw no reason to deal with the hormones. I had the 3 month check up which consisted of a nurse blowing contrast up into my fallopian tubes to make sure they were sealed, I found this very painful. They were sealed and I was all set. In (B)(6) 2010 I had my yearly mammogram done and it came back that I had a lump in my right breast. I was sent to a surgeon who due to my family history of breast cancer suggested a needle loc lumpectomy rather than a biopsy. I had that surgery done in (B)(6) 2010. I lost a cup and a half of breast tissue, but was told the lump was benign. Since 2010 I have had outrageous anger outbursts, uncontrollable crying fits, feelings of suicide, I've sunk into a deep depression and pretty much stay away from most of my friends. I have memory loss and brain fog. Cramping and aching in my hands and feet. One doctor believes I have fibromyalgia due to the constant pain I am in. I am constantly exhausted, my hair falls out, I lost most of my eyelashes, skin changes and hives, major back pain and gained a substantial amount of weight that is very hard to lose due to always being in some sort of pain, I'm constantly freezing and have trouble sleeping normally. I seem to sleep in 3 hour intervals all day and night. I seem to get sick often. I get colds very easily. I basically feel like I am going insane most of the time. My periods went from 3 normal days to 8 blood clot pain filled days. I have been diagnosed with hashimoto's thyroiditis and had to have two goiters removed as well as the left side of my thyroid. Pms is an emotional roller coaster and doubles up on my joint pain.